Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 515 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time and date. Assisted with the correct programming. The insulin pump passed the prime test, but failed the high pressure test. The customer removed the infusion set, and the cannula was bent. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump had a cracked case at the display window corner, cracked reservoir tube and battery tube threads.